Manufacturer narrative:
(B) (4) - zipper mis-aligned: eval results: eval of the returned product found that the main access window zipper slider body is open. There was no problem with the zipper teeth alignment. (B) (4)

Event description:
The customer claims zipper damage to the top portion of the side panel, the teeth do not align. Customer also mentioned that a child was using this bed and had fallen out of it twice on separate days. Customer did not report any injury. A separate MFR's report #2020362-2010-00028 will be sent for the second incident.